Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured during filling. The device was being filled with a 200ml solution of ropivacaine hydrochloride hydrate and fentanyl citrate at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.